Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no low alert on the mobile app occurred. The patient stated he did not receive an alert on his app nor the follow app when his blood glucose decreased. The patient was walking down a hallway, felt weak, fell and injured his ankle. He stated that weakness was his symptom for hypoglycemia, he drank juice while his wife called emergency medical services (ems). Upon paramedic arrival, a bg was taken, and the value was 40 mg/dl. The corresponding cgm value was not provided; however, the cgm was set to alarm for 80 mg/dl and no alarm occurred on his device or his wife¿s follower app. He was transported to emergency room (ER) and received no other treatments for the hypoglycemia but was diagnosed with an ankle fracture and release several hours later. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.